Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system failed to expose. The customer reported that they received a low load fluoroscopy message during the case. Upon inspecting the hospital power supply, the rse verified that the single-phase ups in the cabinet powering the cooler unit displayed a warning: ups on battery. There was an issue with the hospital mains, resulting in the ups operating on battery mode. The system was unable to perform cine exposures and showed a low load fluoroscopy message. The customer informed the rse that there was a flashing light on the ups. The rse instructed the customer to restart the system. After restarting, the system still displayed the same low load fluoroscopy message. After further investigation of the hospital power supply, the rse confirmed that the single-phase ups in the cabinet powering the cooler unit was showing a warning: ups on battery. There was a hospital mains problem as consequence the ups is now on battery and requested an onsite support. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was running on ups power. To resolve the issue, the fse rebooted the system which put generator back on mains power and ups back into charging mode. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.